Event description:
Information was received that during use of this smiths medical cadd extension sets, leaking was noticed around the filter (at connecter or filter) during a bolus. No patient injury reported.